Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the controls for the initial run and retest were within range. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; pas confirmed the samples in question appeared to be low target or mishandled. Ts relayed this information to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4)., and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 002224-20210322-17, using assay lot 278953 on panther instrument sn (B)(4) which had four discrepant samples. The samples were initially valid positives with rlus in range, but all four samples retested negative on a panther. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.